Manufacturer narrative:
Investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter (hair) was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter (hair). Bd was not able to identify a root cause for the indicated failure mode however, there has been increased awareness for cleanliness and reduction of foreign matter in the plant. Several projects are in place that will help reduce the potential of introducing foreign matter into tubes. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sodium fluoride 15mg potassium oxalate 12 mg (fx) blood collection tubes, the device experienced foreign matter in tubes fluid pathway. The following information was provided by the initial reporter. The customer stated: the tube was labeled for the development of the study and in the review for delivery to the nursing staff, hair was detected.